Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument would not move up or down, upon inspection the customer noted that the cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The cable crimp was undamaged. Other cable at the wrist was damage found. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube and/or pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.